Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint and completed the evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint "tip connection part was broken¿. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. The broken piece measure approximately 0.059" x 0.107" in size and the piece was not returned. The probable root cause of this failure is typically attributed to mishandling/misuse. A review of the instrument log for the monopolar curved scissors (mcs) instrument (part#: 430004-53/ lot/serial#: (B)(4) associated with this event has been performed. Per this review of the logs, the monopolar curved scissors (mcs) instrument was last used on (B)(6) 2022 via system serial#: (B)(4). There were 2 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the issue was identified before installation on the reported event date, or the device was not used during a surgical procedure. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient (the distal end) and that was not completely covered by the monopolar curved scissors tip accessory. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that prior to starting an unspecified da vinci-assisted surgical procedure after the patient was under anesthesia, the customer found that the tip connection part of the monopolar curved scissors (mcs) instrument was broken. Allegedly, the fragment fell into the patient¿s cavity and was retrieved during the same procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: prior to starting the procedure, the customer inspected the instrument prior to use and found the instrument tip was broken. No fragment fell into the patient, as the instrument was never used on the event date. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.